Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder for drainage during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the handle of the axios device broke, and the stent's first flange could not be deployed at all. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent failure to deploy. Imdrf device code a150201 captures the reportable event of handle break. Imdrf impact code f2301 captures the additional stent used to prevent the risk of bile leakage post-puncture into the gallbladder.